Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other incidents. All available information was investigated, and the reported difficulties appear to be related to case circumstances, as it was reported that poor visualization due to a combination of imaging and anatomical challenges likely contributed to the difficulties. The reported patient effect of mitral tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The cds was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Visualization was poor due to a combination of imaging and anatomical challenges. One xtr clip was successfully deployed, reducing mr to 2-3. The xtr clip delivery system (cds 81226u119) was advanced to the mitral valve, and after some grasping attempts, the clip grasped the leaflets. After assessment of the leaflet insertion, the posterior leaflet fell out of the clip. The mr increased, and tissue damage was observed. The clip was not implanted and the cds were removed. The procedure was discontinued. The patient was stable and no additional treatment was not performed. One clip was implanted, reducing mr to 3-4. There was no clinically significant delay in the procedure. No additional information was provided